Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide, model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: test results below 3.9 mmol/l mean low blood glucose (hypoglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 112: advises: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm. Living with diabetes 9 / page 114: advises: frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem.

Event description:
It was reported that the customer, a (B)(6) boy, collapsed and was taken to hospital unconscious. His blood glucose had read high (>27.8 mmol/l / >500 mg/dl) so he manually entered a reading below 27.8 mmol/l (500.4 mg/dl) to receive a correction. He tested 13-15 minutes later and gave himself another correction. He then repeated this again. The reporter, a nurse at the hospital, stated that the patient had manually over corrected himself, causing his blood glucose to go from over 27.8 mmol/l (500.4 mg/dl) down to 2.1 mmol/l (37.8 mg/dl). He was at the hospital for one hour. No information regarding treatment was provided. The pod was discarded.